Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event associated with an intermittent power issue with the pump. The reporter stated that the patient's blood glucose (bg) was 350mg/dl with no ketones and symptoms of dehydration, dizziness, lightheadedness, polydipsia and polyuria. Reportedly, no treatment was provided above and beyond usual diabetes management and there had been no pump setting adjustments by the patient's healthcare provider before or after the alleged event. It was reported that there was visible moisture behind the display screen and in the pump and that the pump had been rebooting which indicated an intermittent power issue. The reporter denied damage to the battery cap or compartment and reported that pump use was discontinued. This complaint is being reported for alleged hyperglycemia associated with an intermittent power issue in the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/26/2014 with the following findings: the black box showed an unexplained power reset event on 09/30/2014 10:38 and deliveries had never resumed. There was no damage to the battery compartment. The battery cap and cartridge cap were not returned. A new test battery cap was able to fully attach to the pump with no yellow o ring showing and the pump was exercised for 24 hours with the new test battery cap and a test cartridge cap with no power interruptions being duplicated. The total daily doses added up correctly and the pump passed a delivery accuracy test and was found to be delivering within required specifications. There was visible moisture behind the display lens. The pump failed a leak test due to damage to the pump case near the upper right corner between the display lens and the case seal. The pump cover was removed and internal moisture was observed on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.